Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was difficulty interrogating the device. A suggestion was made to try and obtain a magnet response to determine if device was at end of life. The physician did not attempt applying a magnet. Records indicate the device remains in use. No patient complications have been reported as a result of this event.